Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, based on the information provided by the customer this was a hemolysis event and not an internal blood leak of the filter. The blood leak detector of the prismaflex control unit is designed to detect red blood cells, not hemolyzed blood which explains why no alarm was triggered during the first treatment. Based on the available information it is undetermined if the set caused or contributed to the suspected hemolysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hemolysis during treatment with a prismaflex control unit, a prismaflex hf1400 and a prismaflex m150. At an unknown time during treatment with a prismaflex hf1400, the effluent was observed to be pink. The set was changed to a prismaflex m150. At an unknown time during this treatment, the effluent bag was observed to have a "red-blood looking color". A blood leak detected alarm was not triggered by the control unit. It was reported that the patient experienced a drop in hemoglobin necessitating a blood transfusion. The patient outcome was not reported. No additional information is available.